Manufacturer narrative:
Initial and final MDR 1888228 - MDR 3003442380-2024-08214 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of tubing issues with two infusion sets after being used for 1 day. The infusion set tubing detached from hub. Patient's blood glucose at the time of event was 260mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.